Event description:
Pt found unresponsive and there was a large pool of blood under the chair, pt was in trendelenburg (supine), oxygen per mask put on, determined venous needle was out, blood pressure was noted to be 97/54. Pt become responsive as soon as normal saline of 1000cc was given, blood pressure up to 137/72. Pt was oriented to person, place and time, physician notified, 911 was called and pt was transported to emergency room.

Manufacturer narrative:
Based on our us agent (jms north america) clinical affair results of the investigation, the reporter stated that they are unclear as to exactly how the dislodgement occurred. They believe the pt was asleep. The dialysis machine alarmed which is when they discovered that the pt was un-responsive and they saw the pool of blood under the chair. The dislodgement occurred only after 2 hours into the treatment. The manager said that there were no visible defects with the needle and that she also had completed a report for the tape. From our preserved sample evaluation and device history record review, the complaint lot met our qa specifications prior to releasing it to the market. The cannulation angle, gravitational pull on the avf set, poor adhesion strength of the tape and pt's perspiration are possible factors that might have resulted in the dislodgement of the avf set from the pt's access, which resulted in blood loss. Additional info from the user facility report: report date: 11/15/2010. Common device name: fistula needle. Date user facility became aware: 11/13/2010. Report date: 11/15/2010. Report sent to FDA: no. Report sent to MFR: yes; 11/16/2010.